Manufacturer narrative:
PMA/510(k) #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per (B)(6) : my customer has let me know that the device g34281 (ebus-hd-22-ebus-o-c), specifically the sheath, was not coming out like it should during a case yesterday. They felt in their case that something was off. They ultimately ended up puncturing their scope as they worked with it. At this point I am unsure if there is an issue with the device or if this was user error, but I wanted to report it as they notified me of the issue (B)(4). Additional file opened for user error ¿ stylet partially removed when advancing the needle into target site based on clarification from rep (related to (B)(4). No patient impact reported. Sg on (B)(6) 2024. The following information has been requested via email on 02may2024. Sg 02may2024 the following information has been received via email on 07may2024. Sg 09may2024 1. Will the facility be reporting this to a government agency (FDA, competent authority, etc.) No 2. Is an acknowledgment letter (formal notification of the complaint being received) required? No 3. Is any account action needed (credit, no charge replacement, no action, investigation results, etc.¿)? Replacement 4. Usage of product (please select only one below): a. Initial use of device x b. Reuse of device c. Unknown 5. Was product reprocessed for reuse prior to occurrence? Na 6. Can you provide any patient information (age, weight, gender, pre-existing conditions)? 65 male-hilar mass 7. What type of procedure was being performed?ebus 8. Did the event result in a death?no 9. Did any unintended section of the device remain inside the patient¿s body?no a. If yes, please describe. 10. Was the patient hospitalized or was there prolonged hospitalization?no 11. Did the patient require any additional procedures due to this occurrence?no 12. Did the product cause or contribute to the need for additional procedures?no a. If yes, please specify additional procedures and provide details. 13. Has the complainant reported any adverse effects on the patient due to this occurrence?no 14. Has the complainant reported that the product caused or contributed to the adverse effects?no a. Please specify adverse effects and provide details. 15. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))?na 16. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc). Lung a. If lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s, etc. 4r I think 17. Please describe the size of the intended target site. 18. If not with the device in question, how was the procedure performed and/or finished?na 19. Was the device used in a tortuous position?no 20. Are images of the device or procedure available?no 21. Was the device damaged in packaging before removal?no 22. Was the device damaged on removal from packaging?no 23. Was force required to remove the device?no 24. What is the endoscope manufacturer and model number that was used? Olympus uc-180f 25. Was the scope recently service/repaired? No 26. Was force required on insertion of device into scope?no 27. Was resistance felt while inserting the device through the scope?no 28. When was the issue noted? E.g. On advancement of the sheath/needle or on needle retraction? Sheath advancement & resistance when attaching needle to hub 29. Was the syringe used during the procedure, after the stylet was removed?no 30. Was difficulty experienced while retracting the needle?no 31. Was it possible to be fully retract before removing the needle from the patient?yes 32. Was gaining access to the targeted site difficult? No 33. Was the endoscope in a flexed or twisted position at any time during the procedure? Not for needle insertion 34. Was puncture of the targeted site difficult? Yes bc sheath wasn't coming out like it should 35. Was the stylet fully in place inside the needle when advancing into the targeted site?no 36. Was the stylet partially removed when advancing into the target site?stylet pulled back slightly to agitate resp cells off end once in target 37. How many samples were obtained with this needle?5 38. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Yes locking into place 39. Was there difficulty in attaching or detaching of the device leur lock to the scope?no 40. If device is a procore needle, is the kink located distally at the notch / core trap? The following information has been received via email on 31may2024. Sg 31may2024 the sheath itself was not advancing where we could see it on the screen. It was unable to be seen until it was at 2¿ the following information has been requested via email on 31may2024 / 11jun2024. Sg 11jun2024 the investigation team would like clarification on the highlighted answers: 28. When was the issue noted? E.g. On advancement of the sheath/needle or on needle retraction? Sheath advancement & resistance when attaching needle to hub in relation to q.28 it seems to indicate that the issue was noticed during sheath advancement and also resistance felt when attaching needle to hub. Am I correct in assuming that ¿attaching needle to hub¿ was when the user was attaching the device to the accessory channel port of the scope as per section 4 of ifu0109 (see snippet below) or does it refer to some other section of the IFU? 38. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Yes locking into place. In relation to q.38 am I correct in assuming that this was when the user was attaching the device to the accessory channel port of the scope as per section 4 of ifu0109 (see snippet below)? 35. Was the stylet fully in place inside the needle when advancing into the targeted site? No 36. Was the stylet partially removed when advancing into the target site? Stylet pulled back slightly to agitate resp cells off end once in target in relation to q.35 and q.36 am I correct in assuming that the stylet was slightly retracted when advancing the needle into the target site which would go against the following precaution detailed in ifu0109 or am I incorrect in this assumption? The following information has been received via email on 12jun2024. Sg on (B)(6) 2024 correct on the first two- yes there was resistance when attaching the device to accessory channel. And yes,the stylet was pulled out just a hair¿.

Manufacturer narrative:
PMA/510(k)#: k210476. Device evaluation: (B)(4). Unit of lot c2152152 of echo-hd-22-ebus-o-c was returned opened in its original packaging of related complaint device (B)(4). It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). The device related to this occurrence underwent a laboratory evaluation on 01 july 2024. A proximal kink below the sheath extender was observed. Through the investigation it was clarified that the stylet was not inserted fully when advancing the needle into the target site and as a result an additional pr was opened. Manufacturing records. Prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c2152152 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label. The notes section of the instructions for use, ifu0109 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ and "ensure the stylet is fully inserted when advancing the needle into the target site". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0109) which will be investigated under this file (B)(4). Image review. An image was not returned for evaluation. Root cause analysis. A definitive root cause could be attributed to user error as the stylet should not be partially (or fully) removed prior to advancement of the needle into intended targeted site as per IFU "ensure the stylet is fully inserted when advancing the needle into the target site". This file is required to record this instance of use error. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 08-nov-2024.